Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported failure. From the downloaded electronic patient record it was verified that the device had indeed powered off. After the attempt of performing a precautionary replacement of the system pcb assembly, the device exhibited additional unrelated issues. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off twice by itself during a training session with a manikin. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and was able to reproduce the reported issue. It was determined that the cause of the reported failure was due to current spikes above the 15 ampere threshold of the device's batteries, which caused the device to power off. The device could be powered back on immediately. A replacement device was provided to the customer under warranty.